Manufacturer narrative:
The device serial number was incorrectly reported and has been corrected. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. To date, there is no other reported event against any device under the same manufacturing lot. It was reported that the device is not available for return and evaluation as it was discarded by the hospital at the time of replacement surgery. No additional information is available reporting the type and source of the infection. (B)(4).

Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: (B)(4) = device not returned. Additional manufacturer narrative: it is unknown if the device is available for return. The source and strain of the bacterial infection has not been provided. No patient information has been provided. Unable to verify reported information. A device history record review is in progress. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Without additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 5 months (5.33 months). The patient developed fever and bacterial endocarditis. The device was explanted on (B)(6) 2011. Source and type of infection are unknown.